Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed low reservoir at 19.5 units. During the night he prepared his infusion set and reservoir ready just in case he ran out. During the morning the device ran out of insulin and it didn't alarm no delivery or low reservoir. Customer stated in the four years he has had the device he hasn't heard the device alarm when he ran out of insulin. Customer's blood glucose was unknown. Customer didn't have the tubing clamp to perform high pressure test. The device also alarmed battery out limit and failed battery test. Troubleshooting was performed and device continued to alarm no delivery. Customer was advised to discontinue use of the device, revert to back up plan, and the device reverted to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.